Event description:
"On or about (B)(6) 2008" a sparc sling system was implanted. It was alleged that "as a result of the implantation" of the sparc, plaintiff has "suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding," and has "experienced significant mental and physical pain and suffering and she has sustained permanent injury." Also alleged, plaintiff suffered injuries from the mesh, "including mesh erosion, hardening, chronic pain and worsening urination;" "required and will continue to require healthcare and services; has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages." Additionally reported, plaintiff was caused severe personal injuries, severe emotional distress, and other losses.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.